Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed; outflow motor underperformed at 600 ml¿s per minute. Physical damage was found to the bottom cover and there are 4 missing bumpers. The serial label requires an update, and the software label requires an update from v1.10 rev 33 to v1.10 rev 38. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/12/2025, it was reported by a sales representative via (B)(4) that an ar-6480 arthroscopy pump outflow was not working. This was discovered during a procedure with no patient harm. The following additional information was provided 11/17/2025: it was further reported that this occurred during a knee arthroscopy with acl and meniscal repair. The pump was set to the knee setting with a pressure of 35 and the inflow outflow symbol was visible on top of the pump. The case was completed with another pump.